Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gastric banding surgical procedure, the mega suturecut needle driver had damaged plastic. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the mega suture cut needle driver instrument to perform failure analysis. The instrument found to have input disks #3 and #4 completely detached from the base of the housing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Advanced failure analysis was completed. The instrument was found to have both of the grip input disks broken. As a result, the lower part of the shaft along with the input disk for both grip inputs was able to be separated from the instrument. The instrument has 12 remaining uses out of 15. It was observed that the broken input disks exhibit cracking damage on the shafts leading up to the break locations and was found to be broken in multiple pieces.